Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were tested by emergency medical services when ambulance came, in emergency room and hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was 580 and 589 mg/dl at time of incident. Customer was forgotten to bolus when they ate. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.